Manufacturer narrative:
Eval method: the device history and sterilization records were reviewed. Results: review of the device history record found a nonconformance; however, the nonconformance was identified as a cosmetic issue and did not affect product integrity or product functionality and was approved for use. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system on (B)(6) 2009, which consisted of an ipg, two percutaneous leads and two anchors . It was reported that the pt fell in (B)(6) 2010 and subsequently lost stimulation. X-rays of her scs system were taken; however, neither lead damage nor connection issues could be visibly confirmed. The physician plans to open the ipg pocket in (B)(6). If lead connections are found to be intact at that time, the pt's ipg will be replaced. No further info is available at this time. A supplemental report will be filed as necessary.